Manufacturer narrative:
Additional information: concomitant medical products and adverse event problem. Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked, left plunger case broken, and battery door and right plunger case cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed. The customer's stated problem was verified. According to the investigation the pump broken left plunger case was the cause of the reported problem. Service replaced the pump left plunger case, left and right clutch half's with leadscrew and spring as a preventative measure, parts were over 10 years old. Service also replaced cracked case top, battery door and right plunger case. According to the investigation, the problem source of the reported problem is user interface.

Event description:
Information was received indicating that the clutch of the smiths medical medfusion pump was getting stuck. No patient was involved in this event. No adverse effects were reported.